Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log files. Intermittent atypical low power advisory alarms were captured throughout the file. The alarms were associated with black relative state of charge (rsoc) yellow faults as the rsoc dropped below the respective alarming threshold. There were no other notable events or alarms active throughout the file. Pump operation was not affected by the alarm. The system controller was not returned for evaluation. The provided information indicated that the low voltage alarms did not resolve with troubleshooting, and a system controller exchange was performed on (B)(6) 2026. The root cause of the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A, section 2 ¿how your heart pump works¿) instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook (rev. A) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent low voltage advisory alarms while on battery power. Log file review was requested which revealed odd strings of low voltage events on battery power associated with the black lead. The low voltage alarms did not resolve with troubleshooting so a system controller exchange was performed on (B)(6) 2026.